Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. Reported message could occur during internal leakage test and/or patient circuit test. According to the information provided by the technician, the device failed internal leakage test during pre-use check and nozzle units on air and o2 gas module were defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported a defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The complete device's logs were not provided, and the internal leakage test failure could not be confirmed in provided device's logs. However patient circuit test failure could be seen with message 'system volume too small'. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/14/2018 corrected manufacture date: 02/08/2018

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit. D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).